Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be interruptions in communication between ipp and vup. In consequence the g5 esm ip 2.81 (p/n msp159211) was replaced. The unit passed all tests and was then operational. There was no patient or user harm. Date: (B)(6) 2023 name: (B)(6)

Event description:
Tf 9432, tf 9907 during startup (no patient involved)